Event description:
A distributor contacted zoll to report that a patient had skin irritation under her left breast. The patient alleged that her skin was bleeding and was painful. The patient was given a cream by her physician. Follow-up indicated that the skin irritation was no longer bleeding but still had not improved.

Manufacturer narrative:
There is no indication of a device failure associated with this event. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.